Event description:
Boston scientific received information that during a routine implant procedure, lead measurements were within acceptable limits and the pocket was closed. Asystole of greater than two seconds was observed following pocket closure. The pocket was re-opened and the physician elected to explant and replace the device. Technical services discussed air bubble occurrences and prevention. No adverse patient effects were reported during the subsequent procedure. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection of the device noted no anomalies. During returned product analysis, the defibrillation, pacing, and sensing functions of the device were verified to be functioning normally. Based on the information received from the field, it was determined that the customer had experienced air bubble oversensing which is attributed to a design issue with the device seal plugs not closing quick enough.